Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that they are not getting any stimulation in the lower part of their back which is what they were supposed to be getting. When asked when this started, the pt couldn't really answer if this started since the implant or not. They said, "it helped a little at first then I have been going and seeing a rep 3 times and they just recently added another group, group d and with that one I feel it underneath my armpit". When asked when pt. First made rep aware of this they could not answer even when asked again. Patient says they have tried all the available groups and said it hasn't helped. Pt was confusing. They said that the last time they met with a rep, they had called tech services who helped him program it and they thought they could do the same thing today. Reviewed that rep has a clinician programmer, and pt has a pt controller and that they are different devices. The issue was not resolved through trouble shooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp provided patient's weight information and stated defer to pain management.